Manufacturer narrative:
B3: march is the reported month, but the exact day was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's air detector failed. There was no patient involvement.

Manufacturer narrative:
Received one device. Customer complaint of air in line sensor defective, confirmed through air detector test. Upon further investigation found the downstream occlusion sensor (dso) seal lifting. Replaced dso seal. Performed downstream occlusion sensor (dso)/upstream occlusion sensor (uso)sensor calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.